Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The had their device for bladder and bowel. They reported that the stimulator was not working properly; they stopped getting relief of symptoms about a week ago. They had had a couple of glitches, but most of the time it has worked great. When it completely stopped, they were miserable and always at the pot. Troubleshooting was unable to be performed as patient was not able to find the communicator. Patient was going to look for the communicator and call back once they found it.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient think the device is "going out." After further clarification, patient does not feel the device is not working as well. Patient states yesterday they fell asleep in their chair and woke up with a 1/2 gallon of urine in the chair. Patient states this all started a couple of months ago. Patient also mentioned they have fallen a lot, about 6 times in the last week and fell right on their butt. Patient confirmed patient programmer is still powering up and confirmed on the call stim is on at 4.0v and is on program 1. Patient did not wanted to increase stimulation because it is uncomfortable. Patient has not been back to see her doctor in a while and is living at assisted living in quarantine. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue and to discuss possible program change.